Event description:
The reason for call was patient stated they had a 5-day trial with abbott, and they never thought they were going to feel that good again. Patient stated they couldn't believe how good they felt during the trial; they were walking laps and laps without their cane. Patient then stated they got the permanent implant on (B)(6) 2025 and went back to the doctor on (B)(6) or something and they turned it on. Patient said they've had the device reprogrammed about 5 or 6 times and nothing works. Patient also mentioned that it kills them to just drive, and their legs hurts a damn bad. Patient mentioned they had to get their shoulder and bicep operated on this year. Patient inquired if their medtronic device worked differently or better than their abbott device. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Agent documented information given during the call. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".